Event description:
The customer reported their intellivue multi measurement server (x2) alarms speaker malfunction. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported their intellivue multi measurement server (x2) alarms "speaker malfunction". The device was not in use on a patient at the time of event, there was no adverse event reported.